Event description:
The customer reported a defective x2 loudspeaker. A good faith effort was made to obtain confirmation if there was still sound coming form the device and if an inop was displayed but attempts have been unsuccessful. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported a defective x2 loudspeaker. Sound is not confirmed. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.